Event description:
It was reported that the customer was at the oncologist office and her blood glucose dropped to 39mg/dl while having a blood work at the office. It was mentioned that also in another day her glucose level went down from 56mg/dl to 43 mg/dl. It was stated that the customer did not feel comfortable using the revel insulin pump, and her doctor advised her to go back on the other insulin pump until she can get more training on the revel insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.